Event description:
Medic was called to a cardiac arrest. Upon arrival found CPR in progress with pt supine in bed. Lp1o was applied to pt and medic attempted to shock pt. There were no shocks delviered due to monitor failing. Medic then powered down the lp1o and was then able to deliver two shocks. Pt was then transferred to the closest hospital and handed over care to the hospital staff.